Event description:
Reporter alleged obtaining a discrepant blood glucose result around 50 mg/dl back to back with a result around 80 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter indicated that he self-treated with a "glucoshot" after the 50 mg/dl result was obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.